Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. All explanted device components will not be returned as they were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7082414/7082419.